Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11, e1 (event site state). Corrected field; h6 (medical device ¿ problem code). A getinge field service engineer (fse) inspected the unit and was unable to reproduce the reported issue. A review of the device logs did not identify any entries consistent with an over-temperature condition. Additional discussions with clinical staff did not reveal any contributing factors or abnormalities. Device functionality was verified and confirmed to be operating as intended. The unit was determined to be safe for continued use and was returned to the customer, where it is ready for patient use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) alarmed with system over temperature and went into standby. Perfusion staff changed the pump, and therapy was interrupted during the console change. The customer estimated the therapy interruption approximately 4-5 minutes. The patient remained hemodynamically stable, was not harmed, and no adverse effects were reported.